Manufacturer narrative:
Healthcare professional later confirmed no complaint against the device.

Event description:
Healthcare professional later confirmed no complaint against the device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Event description:
Healthcare professional reported right side "silicone perspiration", ¿capsular contracture" baker grade I¿, "waves¿, ¿folds¿, and ¿rotation." The device has been explanted.